Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl; cause was not known. A correction bolus via the pump was delivered and a manual insulin injection was used to address bg. Additionally, it was reported that the customer experienced a low blood glucose level; cause was not known. Customer's continuous glucose monitor read "low," however, specific bg value was not provided. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.